Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product event summary -the full lead was returned and analyzed. Analysis revealed that the tines/lobes of the lead became extrinsically distorted. (B)(4).

Event description:
It was was reported that prior to the implant procedure, when the lead was removed from the box, the tines on the lead were bent out of shape. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.